Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. The customer reloaded the cartridge into the pump and resumed insulin delivery. Customer's blood glucose ranged from 144-145 mg/dl.

Manufacturer narrative:
Device not returned.